Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 501 mg/dl. Customer's spouse reported that the customer's blood glucose reading was 350 mg/dl and treated with insulin pump. Customer was taken to the hospital after she started vomiting and checked the blood glucose reading and it was at 400 mg/dl. The customer was treated in the hospital. The customer was wearing the insulin pump during the hospitalization and was disconnected from the insulin pump while in the hospital. Customer's spouse declined high blood glucose troubleshooting. Customer's spouse also reported that the insulin pump button were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.